Event description:
Customer complaint of blood results reading "hi". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-180mg/dl fasting. Verified the strips expire 08/25/2017. Customer confirms the strips are stored properly and that the strips were first opened (B)(6) 2015. Customer performed back to back blood test, 463mg/dl and 525mg/dl fasting. Reviewed meter memory: himg/dl, (B)(6) 2015, 04:30:00 pm, fasting: no; himg/dl, (B)(6) 2015, 04:30:00 pm, fasting: yes; 126mg/dl, (B)(6) 2015, 11:32:00 pm, fasting: yes; himg/dl, (B)(6) 2015, 11:25:00 pm, fasting: yes; 395mg/dl, (B)(6) 2015, 08:41:00 pm, fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user has high glucose value.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.